Event description:
Per the clinic, the patient underwent a surgical procedure in (B)(6) 2012, and again in (B)(6) 2013 to remove excess skin overgrowth. The implanted device remains.

Manufacturer narrative:
(B)(4).